Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure that repeated c-72 errors occurred against the erbe. Rebooting the erbe did not resolve the issue. The procedure was completed using an ft10 generator. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and the customer reported complaint was confirmed but not replicated. A review of the logs found errors confirming that the issue occurred in the field. Upon visual inspection, found no issues related to the reported problem. The erbe was tested using a well-known system and the unit energized and cauterized and all ports recognized instruments. The unit will be returned to the original equipment manufacturer for further investigation. The complaint was confirmed based on failure analysis. The probable root cause could be attributed to faulty relay inside the erbe generator throwing error c-72. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the patient information was not able to be obtained.

Event description:
Refer to h11 for follow-up information.